Event description:
Procedure: anterior resection. According to the reporter: the endo gia xl was used with 45mm 2.5 cartridge when the stapler was fired and the reload locked down on the tissue. The reload needed to be resected out of the patient as it was locked on to the tissue.

Manufacturer narrative:
(B)(4).